Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no wand functionality when connected and activated with the coblator ii controller. The procedure was completed using an alternate device, however, the incident resulted in a 45 minute surgical delay. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: (1) there was not enough saline to facilitate the formation of plasma, preventing the ablation feature to function properly. (2) the ablation or coagulation setting was too low, as the default setting is recommended. (3) there was a poor connection within the system used. A review of manufacturing records for s/n (B)(4) found no deviations or non-conformances during the manufacturing process. There are no indications to suggest the device did not meet product specifications upon release into distribution.